Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the pump powered on with a dim display with discolored text. Unrelated to the complaint, investigation revealed the following issue: moisture was observed in the battery compartment. A leak test showed leaks at cracks in the battery compartment and in the bolus button. The audio bolus button cover was observed to be torn. The audio bolus button cover was removed and moisture was observed on the button contact. The pump was opened and no moisture was found inside the pump.